Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen 118mcg 500mcg/m via an implantable pump. It was reported that the patient had a pump replacement yesterday as pump reached early replacement indicator (eri) last week. They were unable to aspirate at that time. Overnight, the patient started having symptoms. The company representative (rep) and physician ordered a CT scan which showed the catheter had torn in two in the spine and was disconnected completely. The patient had a fall last week. It was noted that 49 cm of the catheter was still intrathecal and could not have been removed. A new catheter was implanted and had positive aspiration.the issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial/lot# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 18-mar-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.